Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital

Event description:
It was reported that patient underwent a left hip revision procedure approximately twenty-six months post-implantation due to the acetabular cup having shifted after a fall. The patient was additionally reported to have elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive, unusual and/or awkward movement and /or activity." Number 32 states, "a limited number of case reports in the medical literature have suggested the potential for systemic effects of elevated metal ion levels resulting from device wear in mom hip systems." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01205 / 01206). Remains implanted.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient will be revised due to the acetabular cup having shifted after a fall. The patient was additionally reported to have elevated metal ion levels. No revision procedure has been reported to date.

Manufacturer narrative:
Concomitant medical products: catalog number:us157144 lot number:094750 brand name: recap pf fmrl hd resurf 44mm unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The information provided suggests that patient had a fall causing the cup to migrate; however no medical records were provided to confirm this. A root cause for the reported issues cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately twenty-six months post-implantation due to the acetabular cup having shifted after a fall. The patient was additionally reported to have elevated metal ion levels. Further reports state that the patient suffered symptoms including but not limited to increasing pain, inflammation/swelling, loss of range of motion, and damage to tissue and bone.